Event description:
It was reported that the programmer did not stop the threshold measurement after the button was released. No intervention was performed. There were no patient consequences.

Event description:
New information received indicates that loss of capture occurred.

Manufacturer narrative:
The reported event of threshold decrement test anomaly was not confirmed. The results of the software analysis are inconclusive since no additional information was obtained to investigate. Based on the information received, the cause of the reported incident could not be conclusively determined.